Event description:
Date of implant: in 2007. It was reported that during the insertion of a device, the implant inserter became loose. "A burr of the peek scraped off the cage's thread" and remained screwed on the tip of the inserter. The device was left in place. No patient complications were reported.

Manufacturer narrative:
Device has not been explanted and/or returned; therefore, product evaluation is not possible. Unable to determine the cause of the event.